Event description:
Additional information received indicates that the new ipg was implanted at a new ipg pocket/location.

Manufacturer narrative:
Corrected data : e1 - initial reporter.

Manufacturer narrative:
D4: UDI was inadvertently excluded in the previous report.

Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that the patient experienced pain at ipg site. As such, surgical intervention took place wherein the ipg was explanted and replaced with a new ipg addressing the issue.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.